Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a sling procedure and an anterior colporrhaphy on (B)(6) 2011. The patient experienced pain when she felt the urge to urinate at the exit site, up the abdominal wall, chest, and arm. The pain was sharp and radiated from the pubis to the chest and shoulders when there was an urge to urinate. The pain did abate after urination. The patient first noticed the pain between (B)(6) 2012 and (B)(6) 2012. The patient was treated with oxybutynin 5mg po bid for two to three weeks. The patient stopped the medication because it was not helpful. The patient also complained of urinary frequency. A second opinion with urology is planned.